Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a calibration error alert. The customer also reported receiving a bad sensor alert after two consecutive calibration error alerts. The customer said he was treated earlier by paramedics and was hospitalized for low blood glucose levels. The customer's blood glucose level was at the time of incident was 18 mg/dl. The customer's blood glucose at the time of call was 123 mg/dl. The customer was advised to remove and change his sensor. The customer was advised that he would receive a replacement sensor and he agreed to return the sensor in use.